Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lead helix would not extend due to the driveshaft lug being stuck on the retraction stop. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. There were no anomalies found with the insulation of the lead. The exposed rv coil was distorted at 58.8 cm, extrinsic damage. The helix does not extend due to the driveshaft lug being stuck on the retraction stop so the helix could not be inspected for the helix being stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after placement of the right ventricular (rv) lead during implant, measurement values were poor, which was suspected to be due to the patient¿s obesity requiring a puncture angle of close to 90 degrees. When re-securing and checking the adhered tissue at the helix tip, strong resistance was encountered when attempting to withdraw it externally, causing part of the rv coil to stretch and deform upon extraction. Coating damage was also confirmed. The lead was removed and replaced by a new lead. No patient complications have been reported as a result of this event.